Manufacturer narrative:
Sections with additional information as of 07-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 212, 124 and 153 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer stated that on (B)(6) 2019 she had left the test strips in her car and under cold temperatures. Customer was aware that it could have affected her results, but stated that her results were still abnormal even before this. The test strip lot manufacturer¿s expiration date is 03/19/2021. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 101 mg/dl date: (B)(6) 2019 time: 11:34pm non-fasting, result 2: 212 mg/dl date: (B)(6) 2019 time: 10:08pm fasting, result 3: 105 mg/dl date: (B)(6) 2019 time: 8:51pm non-fasting, result 4: 124 mg/dl date: (B)(6) 2019 time: 7:07pm fasting, result 5: 153 mg/dl date: (B)(6) 2019 time: 5:13am fasting.